Event description:
It was reported that physician was having issues with her programming system. Follow-up revealed that the physician¿s handheld device had a screen that would sometimes be unresponsive to the stylus. A new stylus was used, a hard reset was performed, the handheld was recalibrated, but this was unsuccessful in resolving the screen issues. Attempts for product return have been unsuccessful.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the suspect medical device passed all functional tests prior to distribution.

Event description:
Additional information was received stating that the handheld device was functioning properly with no issues; therefore, the product will not be returned. It was reported that a glitch may have occurred that caused the initial issues.

Manufacturer narrative:
Corrected data: this information on follow-up MFR. Report #2 was inadvertently reported incorrectly. The date should have been reported as (B)(6) 2014 rather than 05/13/2014.

Event description:
It was reported that the handheld was frozen and a hard reset was performed. It was reported that the handheld would not progress from the screen alignment. It was reported that the alignment is done and the screen detects the taps, but the software requests to have the alignment performed again. A new programming computer was requested and the handheld was returned for analysis. The handheld analysis was completed on 07/07/2014. During the analysis it was identified that the handheld was unable to advance past the screen alignment utility due to resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis. Analysis of the flashcard was completed on 07/07/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.